Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm bent cannula, and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to deliver the medication. The following information was provided by the initial reporter: consumer reported when taking injection, no insulin flows does not prime his pen needles before attempting injection.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to deliver the medication. The following information was provided by the initial reporter: consumer reported when taking injection, no insulin flows. Does not prime his pen needles before attempting injection.